Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, it was reported that the patient's hip arthroplasty malfunctioned. As a result, the patient underwent a hip revision approximately 6 years and 7 months after initial implantation. No further patient impact reported. No further information available.